Manufacturer narrative:
B4: 20sep2021. Based on the returned touchscreen failure, the investigation was performed, and no-fault was found. The root cause cannot be determined as the returned touchscreen met all specifications. Customer complaint not verified.

Manufacturer narrative:
G4:15apr2021. B4:10may2021. There was no patient involvement. The philips field service engineer (fse) had attempted to perform performance maintenance on the device and found the touchscreen was not allowing adjustments and that the value would bounce up and down the screen. The fse replaced the touchscreen assembly, which did not fix the issue; therefore, the complete display user interface assembly was replaced. The device was fully tested after the repair was completed. The device returned to service.

Event description:
It was reported to philips that the device had a touchscreen failure that was found during preventative maintenance. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.